Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window, a broken belt clip slot, a stained end cap sticker and cracked battery tube threads. No black char was noted on the battery or reservoir compartment.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported high blood glucose of 471 mg/dl. She went to the doctor to check the damage on the insulin pump. She declined to troubleshoot for high blood glucose as her biggest concern is the damage noted. Customer stated that the reservoir and battery compartments have a brown stain that is expanding; like it may be burnt a little. Nothing further reported.